Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was "not pumping". They stated that sometimes it would alarm no flow out and sometimes it would not alarm. They also stated that they had been using kate farms and that the issue would occur during their second feeding. Mmdg did follow up with the initial reporter, who stated that the pump did not have any adverse effects due to the complaint. (B)(4).